Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 24mm watchman laa closure device was implanted. Three hours post procedure the patient developed chest pain, chest tightness, a micro pericardial effusion, and preliminary suspected coronary artery problems. The patient was sent to the catheterization lab for a coronary angiography and it was found there was no issues with the coronary arteries. Transthoracic ultrasound imaging revealed that the pericardium increased rapidly and a pericardiocentesis was performed while pumping the blood directly back into the vein via a transfusion. After 30 minutes, the patient lost vital signs. The patient was rescued temporarily with external extracorporeal membrane oxygenation (ECMO). After one more hour, the surgeon arrived and declared that the patient had died.